Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to device fluid loss. A surgical procedure was performed, during which a hole in the balloon was noted; therefore, the aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 04/01/2024 was used as estimate, as it was reported that the recurring incontinence started approximately 12 months after implant procedure.